Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced fo dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complication were reported and the patient was stable.